Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron g90 OEM scaler, the insert tip was getting hot; no injury resulted.

Manufacturer narrative:
No tip vibration due to an over twisted and spinning 360 hp cable. The hp cable had very restricted water flow due to over twisted water tube. The cable also had internally broken wires causing no unit activation. The internal water regulator leaks. Replaced the listed parts, recalibrated the unit, cleaned and final test.